Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: unconfirmed, no sample received. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Investigation conclusion: the customer issued a complaint for dripping pen detected during use of the product by the end-user. Zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: unconfirmed, no sample received.

Event description:
It was reported that pen ii omnitrope pen 10 had an issue with leakage. Leakage took place when putting the needle on and when removing the needle from the skin.